Manufacturer narrative:
The test strips were requested for investigation. Replacement product was sent. The product is not expected for return or has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
We received an allegation of questionable inr results for one patient tested with a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory methodology. At 11:51 a.m., the patient's meter result was 4.2 inr. Within an hour, the patient's laboratory result was 3.1 inr. Based on the meter result, the patient's anticoagulation dosage was held for one day until the laboratory result was available. The patient's therapeutic range is 2.5-3.5 inr. The patient's testing frequency is weekly.

Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9inr. Qc 2: 3.0 inr. Qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.